Event description:
User reported 3 false positive results. Negative by follow up test. Type or method of follow-up test not specified. This is report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(6).(B)(6). (3014862188-2022-00524, 5: tests 2, 3 of 3).